Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent pelvic organ prolapse repair and continues to experience pain, urinary retention and recurrent prolapse.